Manufacturer narrative:
This product is not marketed in the us. No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 13.2mm, vticmo13.2, -16.00/3.5/101 (sphere/cylinder/axis), implantable collamer lens was implanted into the patient's right eye (od) on (B)(6) 2019. Refractive surprise, excessive vault was observed, with headache and difficulty driving. Lens remains implanted. Cause of the event is reported as unknown.reportedly, "first case to develop hyperopia post-op when supposed to be, the patient should be slightly myopic post-op. Headache without glasses. Patient given glasses to ease headache." Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.